Event description:
Pulse oximeter monitor was alarming. When nurse checked patient and probe the red and green wires attached to a small sensor were out of the covering sheath. The green wire and probe were still on the patient with the replaceable tape cover.